Event description:
An olympus product manager observed a high frequency cable flame and break into two pieces during a procedure. The case was completed with a second cable and there were no complications related to the occurrence. The cable has not been returned to olympus for evaluation.